Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector malfunctioned (separated from the shaft). There were no parts of the device that fell into the patient, all was accounted for. Power setting unknown. A second device was used to complete the procedure. There was no delay, or harm to the patient reported.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4) updated sections: b4, d10,g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation 09/20/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on bisectors and shaft. Evidence of charred material was observed on the blade and bisectors. The bisectors and blade were observed to be intact with no visual defects. He hub was observed to have separated from the flexible shaft, exposing the inner contents of shaft, which contained evidence of blood. An investigation was conducted on 09/22/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed on the blade and bisectors. The bisectors and blade were observed to be intact with no visual defects. The hub was observed to have separated from the flexible shaft, exposing the inner contents of shaft, which contained evidence of blood. No evidence of adhesive was observed on the shaft. The hub was able to be pushed back into the shaft. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material separation" was confirmed. The lot # 3000310058 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.